Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. The customer noted that a separate medical device was near the pump and transmitter during the signal loss, and expressed a belief that the separate device could have interfered with the connection. Reportedly, the pump and transmitter regained connection.